Event description:
It was reported that during an attempted implant, the physician was unable to pass the lv lead into the lateral vein. It was believed that it was due to patient anatomy, but the physician thought the lead was not tracking well out of the sheath. The lead was not implanted, and another lead was successfully implanted in its place. Patient was stable prior, during and after the procedure.

Manufacturer narrative:
Analysis is normal. No anomalies were found.